Manufacturer narrative:
Correction for the initial MFR 2016493-2024-00442 was provided in section d1. Section e- all fields were filled out in accordance with the correct information within the initial MFR 2016493-2024-00442. Upon investigation of the actual device used in this incident, it was determined that the device did not allow users to retrieve medications from the station. A technical support specialist found that the root cause is shared with the customer, and they can be able to resolve the issue. The system functioned as intended after assessed by the technical support specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-jun-2022 to 22-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that pyxis medstation es system preventing a user from pulling a required medication during the emergent condition. The customer stated that there was a delay of one hour and they received the keppra medication from patient's family member. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the required medication was unable to pulled from the station due to incorrect med split. A technical support specialist shared the root cause and customer resolve the med split issue. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system preventing a user from pulling a required medication during the emergent condition. The customer stated that there was a delay of one hour and they received the keppra medication from patient's family member. There were no adverse events or injuries reported based on this event.